Event description:
A customer contacted beckman coulter inc. (Bci) to report an ongoing issue with lymphocytes (ly) and neutrophils (ne) results generated by unicel dxh 800 coulter cellular analysis system. The results are considered incorrect when compared to manual differentials. The erroneous results were not reported out of the laboratory. There was no death, injury, or effect to patient treatment associated with this event.

Manufacturer narrative:
The controls were run before and after the event and were within the limits. The issue was originally identified after the customer obtained out of range results on cap survey samples. The issue could not be resolved on the initial service visit on (B)(4) 2011. The fse returned to the account on (B)(4) 2011, and replaced mals (median angle light scatter) sensor with complete alignment. Instrument operation was verified with controls. The root cause for the event is most likely a bad mals (median angle light scatter) sensor for the differential.